Manufacturer narrative:
Additional patient information: patient (B)(6). (B)(4). Device is an instrument and is not implanted or explanted. The complainant part will not be returned for manufacturer review/investigation. Per facility, it has been discarded. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.8mm drill bit broke during a revision procedure on (B)(6) 2015. The tip of the drill bit broke as it passed through one of the holes on the plate. The fragment was easily retrieved. A routine surgical fluoroscopic image confirmed that no fragments were left in situ. The procedure was completed successfully with no surgical delay. No additional information was available. This report will address the intraoperative event only. The reason for the revision will be captured in and reported under (B)(4). This report is 1 of 1 for (B)(4).